Manufacturer narrative:
Date of event is estimated. E1 -reporter phone number: (B)(6).

Event description:
It was reported patient lost effective stimulation due to lead migration. The issue was confirmed via x-ray. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient lost effective stimulation due to lead migration was reported to abbott. The issue was confirmed via x-ray. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.